Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the computer mouse of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer mouse was returned to the manufacturer for analysis. After visual examination, the mouse cable had been damaged with the jacket cut open and broken wires exposed. All internal wires had been broken off. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the mouse was not responding when trying to click it. There was no patient present when this issue was noticed.